Event description:
It was reported that the pacemaker declared a lead safety switch (lss) due to out of range pacing impedances on the right ventricular (rv) lead. In addition, the pacemaker oversensed the minute ventilation (mv) sensor signal. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.